Event description:
This notification was opened for review for information received that the remstar plus c-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the service technician observed evidence of foam particles in the blower kit. Additionally, the device displayed error codes e024(err_motor_speed_reverse) and e030(err_motor_spinup_flux_high). The device was scrapped by the service center after the evaluation was completed.